Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the sixth inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.